Event description:
The device was not used during a procedure. It was reported by the affiliate that the trocar would not arm, so it could not be used. Device will be returned as soon as it is received.

Manufacturer narrative:
Based on the visual examination and the functional testing, the instrument was found to arm intermittently. The weld depth measurements indicate skewness in the knife collar which probably caused the intermittent arming. Co reviews each incident as it occurs in an effort to continuously improve the products.